Manufacturer narrative:
The technician replaced the brake casters and brake steer caster to resolve the issue.

Event description:
The account alleged the brakes are not holding while in brake mode. No pt impact.